Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (100 mcg/day) intrathecal therapy via an implanted pump. The type of baclofen and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. The patient's medical history and concomitant medications were unknown. The representative reported the patient had a pocket infection with event date unknown. There were no reported symptoms. There was a partial system explant. She did not know when the original pump was removed; however, she indicated that the pump was explanted earlier, and a new pump was implanted today. Additional information was requested regarding medications the patient was taking at the time of the event, pertinent medical history, and the onset of the infection. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.